Event description:
It was reported that during a laparoscopic cholecystectomy, the upper gasket became dislodged and fell into the patient. A new trocar was opened to complete the procedure. There was no patient consequence.